Event description:
During a left ventricular outflow tract (lvot) ablation procedure, it was reported a dissection of the descending aorta was noted. The procedure was halted, and there was no intervention indicated. The patient was stable at the time. Additional information received on (B)(6) 2014 stated the sheath created a divot as it was advanced around the aortic arch. So when the ablation catheter was introduced and advanced, and followed along that divot, a tear developed. The event required the repair of dissection. Patient required extended hospital stay. Patient was fully recovered from this event. Physician¿s opinion regarding the causality of this event was procedure-related. Due to the additional information received this event is now a MDR reportable event. Awareness date was reset to (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a left ventricular outflow tract (lvot) ablation procedure, it was reported a dissection of the descending aorta was noted. The procedure was halted, and there was no intervention indicated. The patient was stable at the time. Additional information received on 01/06/2014 stated the sheath created a divot as it was advanced around the aortic arch. So when the ablation catheter was introduced and advanced, and followed along that divot, a tear developed. The event required the repair of dissection. Patient required extended hospital stay. Patient was fully recovered from this event. Physician's opinion regarding the causality of this event was procedure-related. Due to the additional information received this event is now a MDR reportable event. Awareness date was reset to 01/06/2014.

Manufacturer narrative:
(B)(4) during a left ventricular outflow tract (lvot) ablation procedure, it was reported a dissection of the descending aorta was noted. The procedure was halted, and there was no intervention indicated. The patient was stable at the time. Additional information received on 01/06/2014 stated the sheath created a divot as it was advanced around the aortic arch. So when the ablation catheter was introduced and advanced, and followed along that divot, a tear developed. The event required the repair of dissection. Patient required extended hospital stay. Patient was fully recovered from this event. Physician¿s opinion regarding the causality of this event was procedure-related. Due to the additional information received this event is now a MDR reportable event. Awareness date was reset to 01/06/2014. The returned device was visually inspected upon receipt and it was found in normal conditions. No sharp edges were detected. Per the event, the catheter was tested for deflection test and the catheter passed. Therefore, it remains unknown how the aorta was dissected the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.